Event description:
Rptr had a bilateral subcutaneous mastectomy with silicone implants (submuscular) on 9/17/84. On 11/20/92, she began to experience symptoms including swelling of body tissues, rapid heart beat, short-windedness, extreme exhaustion and fatigue. Rptr was finally diagnosed on 4/7/93, with sle (lupus). Physician indicated at that time that there might possibly be a relation. Rptr now has an arthritic condition in her hands and fingers, fatigue and symptoms of scleroderma. Rptr has been on steroid therapy since 4/93.